Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead had dislodged, which was confirmed via chest x-ray. The patient was asymptomatic. The physician re-positioned the lead on (B)(6) 2020. The patient was stable throughout.